Event description:
It was reported, the patient had severe pain in their back for the past week and a half. It was stated, the patient could barely bend their back and the device was over-stimulating them. A shocking or jolting sensation was noted. It was stated that it had gotten ¿considerably better¿ as of the day of the report. At the time of the call stimulation was off. When the patient turned stimulation on they could not feel stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va04a8q, implanted: 2013 (B)(6); product type lead. (B)(4).